Manufacturer narrative:
Approximate age of device: 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient received a pump exchange on (B)(6) 2019. An echocardiogram was taken on (B)(6) 2019 and revealed no flow in the outflow graft, these results were accompanied by multiple low flow alarms (every two minutes). As a result, the account suspected pump thrombosis and exchanged the pump. No further information was provided.

Manufacturer narrative:
Section d10: additional information investigation conclusion: the report of suspected pump thrombosis and pump dysfunction could not be determined. No device-related issues were discovered during the evaluation of (B)(4) and the cause of the low flow events could not conclusively be determined as no log files were provided. The pump was returned assembled with the driveline (dl) cut approximately 14¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.